Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. These dates were inadvertently corrected as 12/4/2018 in the initial report mwr-(B)(4). It was further reported that the correct date is 12/5/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2018; exact date of postoperative screw breakage is unknown. Additional device product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a dynamic hip system (dhs) was revised due to non-union and broken hardware. The washer 13.0mm, 7.3 cannulated screw, side plate, lag screw, and two (2) broken 4.5mm cortex screws were removed successfully and replaced with a trochanteric femoral nail system advanced (tfna). This was originally implanted on (B)(6) 2018 for a hip fracture. There was an unknown surgical delay. Procedure outcome and patient status unknown. Concomitant device: washer 13.0mm (part #: 219.99, lot #: unknown, quantity: 1); 7.3mm cannulated screw 32mm thread/80mm (part #: 209.880 lot #: unknown, quantity: 1); 135 deg dhs® plate-standard barrel 2 holes/46mm m (part #: 281.102 lot #: unknown, quantity: 1); dhs®/dcs® lag screw 12.7mm thread/85mm (part #: 280.850 lot #: unknown, quantity: 1). This report is for one (1) 4.5mm cortex screw self-tapping 40mm. This is report 2 of 2 for complaint (B)(4).